Event description:
It was reported that the patient was ¿tweaked¿ and fell two days later resulting in a broken hip. It was noted that the right implant was off and the left implant was on. It was reported that the patient was not hospitalized as a result of the event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# va02hc7 , implanted: (B)(6) 2012. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012. (B)(4).